Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot to the touch when charging. Reportedly, the pump declared a temperature alarm. Blood glucose was 194 mg/dl. A cartridge and infusion set change was performed to address the issue.